Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that vasoview hemopro 2 tip was broken. A second unit was used to complete the procedure.

Manufacturer narrative:
Tw# (B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h6((type of investigation, investigation findings and investigation conclusions),h11. The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. The lot #3000378193 history record review was completed. There was 1 ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Updated fields: a2,a3,a4,b3, b4,b5, h6,(health effect,health impact,investigation conclusion ,investigation finding). Corrected fields:d9 ,e1 ,h3. The device was returned to the factory for evaluation on 04/24/2025. An investigation was conducted on 04/29/2025. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact harvesting device jaws or heater wire. The cannula handle was observed to be intact. The c-ring was observed to be transected down the center of the c-ring. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device and the evaluation results, the reported failure "break; c-ring" was confirmed. The lot #3000378193 history record review was completed. There was 1 ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that endoscopic vessel harvesting system was opened during the procedure, when they connected the vasoview hemopro 2 system and went to make sure it was operating properly he noticed the plastic c-ring tip was broken in the middle. The patient was in the operating room but the device did not come in contact with patient. A second unit was used to complete the procedure. There was no patient harm.

Manufacturer narrative:
(B)(4). Updated fields: b4, g3, g6, h2, h11. Corrected field:"h11 correction to remove "specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system." H11 updated section h3-the device has been evaluated.

Event description:
N/a.